Event description:
A malfunction alarm was reported by the customer, identified by a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue arose again.